Event description:
Reporter alleged obtaining a discrepant blood glucose result of 431 mg/dl on a patient using an inform system compared back to back with a result of 116 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.